Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests a leak was observed during use with an infusion set for the sapphire pump (q core medical) . No additional information provided. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.